Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that display screen was blank. Customer was advised that insulin pump would be replaced. Customer's blood glucose was not reported.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube power connector not connected properly to the printed circuit board. Unable to perform the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The insulin pump had scratched case, case cracked behind the pump near the battery compartment, pillowing keypad overlay and minor scratched lcd window.